Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer changed supplies and resumed insulin. However, occlusions continued and clinical troubleshooting was exhausted, a replacement pump was sent to resolve the issue.